Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet user experienced an unexplained hyperglycemic episode, waking with a blood glucose of 235 mg/dl about 1.5 hours after going to sleep at 111 mg/dl. The user performed a supply change with a steel cannula infusion set, after which glucose returned to normal, and no alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included no medical intervention, no hospitalization, and resolution after the supply change. Investigation included troubleshooting and education regarding ilet alerts and common issues. Investigation of this case revealed that the cause of hyperglycemia was unclear, with no device alarms and resolution after replacing supplies, suggesting a transient infusion or set-related issue that could not be confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.